Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 18565715/18833243. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.